Manufacturer narrative:
On (B)(6) 2023, the mentor failure analysis lab received two undamaged devices with the same lot for evaluation. Since it is unclear which is the impacted product, both devices were evaluated. Device a evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 360cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device b evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 360cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 18, 2023, additional information was received indicating the explantation surgery was rescheduled to (B)(6) 2023. On nov 3, 2023, additional information was received indicating the impacted product is a mentor memorygel breast implant 360cc, catalog number 3507360mc, lot number 9855856. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast implantation procedure with unspecified mentor breast implants and experienced capsular contracture baker grade unknown on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2023. Since the device is unknown, it will be defaulted to a gel device in d2a. Common device name and d2b. Procode for reporting purposes only. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).